Event description:
A report was received that the patient underwent an explant due to dissatisfation with the pocket site location in the thoracic region. The pocket location was causing pocket pain.

Event description:
A report was received that the patient underwent an explant due to dissatisfation with the pocket site location in the thoracic region. The pocket location was causing pocket pain.

Manufacturer narrative:
The explanted ipg was not returned to bsn because it was discarded by the medical facility.

Manufacturer narrative:
Additional information received indicated that the patient was reportedly doing fine. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.